Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During initial evaluation of the device by a philips remote service engineer, the device's flow sensor was faulty and reading a high output during preventative maintenance. The manufacturer's investigation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The evaluation has been completed. An oxygen blending module failure error code was found in the device's error log. An oxygen blending module calibration was performed on the device per the service manual to resolve the issue. Full testing was performed as well and the device passed.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During initial evaluation of the device by a philips remote service engineer, the device's flow sensor was faulty and reading a high output during preventative maintenance. The manufacturer's investigation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.